Event description:
Nurse went to disconnect intravenous (IV) tubing to saline lock patient. Connection from tubing broke off into clave. It was not difficult to disconnect; no extra pressure was applied in disconnection. IV hinge line removed and saved at bedside in biohazard bag in case it requires inspection.